Event description:
New information noted that the insertable cardiac monitor exhibited a post-sensed t wave over-sensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor exhibited double-counting of the r-waves and far p-wave over-sensing. No intervention was performed. The patient was in stable condition.